Event description:
It was reported that the pump module had been programmed to infuse for 60 ml/hr, but the nurse found the bag to be empty within 10 to 15 minutes. It was later added that the unit over infused insulin and was "set for 6ml/hr ended up dispensing 8ml in 15 minutes." There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the pump module had been programmed to infuse for 60 ml/hr, but the nurse found the bag to be empty within 10 to 15 minutes. It was later added that the unit over infused insulin and was "set for 6ml/hr ended up dispensing 8ml in 15 minutes." There was patient involvement, but no harm.